Event description:
Reporter from facility stated that fluid from a source container flowed through the set into the final container after the set had been installed in the pump but before it had been programmed.